Event description:
It was reported that during a laparoscopic sleeve gastrectomy the first firing was with a black cartridge. The device fired fine, but the cut line looked a little jagged. On the second firing with a green cartridge, the knife came off the sled halfway through the firing sequence and cut into the cartridge. Pieces of the cartridge fell into the patient but were retrieved. The device completed the firing sequence and the knife returned to the home position. On the patient side the staples were formed correctly, but on the specimen side the staples were not formed correctly. Another device was used to complete the procedure with patient consequence.

Manufacturer narrative:
(B)(4). Damaged drivers, damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Echelon straight/flex: partial flexed. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? Yes. If so, when? Clicking. Was there any difficulty removing the device from the tissue? No. The analysis found that one device was returned in good visual condition and with an ecr60g loaded in the device. Upon evaluation of the cartridge, the left side was fully fired and the right side was partially fired 2/3. Furthermore, the cartridge body at knife slot area, some drivers and the one piece sled were found damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video was received for review and based on the video evidence it was confirmed the cartridge damage, non -properly formed staples on the specimen side, piece of cartridge fell into the patient, however did not see any unacceptable "little jagged" cut lines. However based on the video, it cannot be determined what may have led to the complication experienced.